Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the plunger passed over the iol and it was not injected. The original iol injector was manually disassembled, the iol removed and placed in a cartridge and injected with a metal injector. On reviewing the patient, the day after surgery, it was found that the iol was scratched in the central region, where the plunger of the original injector passed through the iol, scraping and damaging it. This condition could not be visualized during surgery. The patient did not notice the defect in patients vision, meaning patient had no symptoms. The lens scratched was detected by the doctor when he examined it under the microscope.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Two images were available in the file for review. One image shows the company device on its side, with the posterior surface visible. The serial number was visible on the mylar label. The plunger tip was located just beyond the lens loading area of the device. The nozzle is shown detached from the locked position on the body of the device. The other image is the anterior view of the device. The lens stop and plunger lock are confirmed to be removed. The plunger was oriented correctly in the device. The plunger tip was located just beyond the lens loading area of the device. The nozzle is shown detached from the locked position on the body of the device. It cannot be determined if adequate viscoelastic was present in the device. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. Based on our observation of the attached photos, the reported plunger override cannot be determined. The lens was not present in the photos. The device nozzle has been detached by the customer. The presence of clinical solution in the device cannot be determined. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause for the reported plunger override cannot be determined based on available information. It is unknown if a qualified viscoelastic was used. The IFU(instructions for use) instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: ¿ due to rapid advancement faster than the dfu recommended rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override/underride the lens. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Information was provided in the file that "when the iol was injected into the patient's eye, the plunger passed over the iol and it was not injected. The original iol injector was manually disassembled, the iol removed and placed in a cartridge and injected with a metal injector." This information of a second delivery attempt would describe a method of delivery that is not recommended per the IFU. The alternative method for delivery per the IFU instructs: prior to opening the pre-loaded delivery system, first fill the company cartridge with ovd per the company cartridge IFU. Hold the company device main body horizontally with the door facing up. Then, using only a gloved hand that is free of excess ovd and saline solution, grasp the door and lift from the latch side to fully open the door and expose the lens. Visually inspect the lens for damage or adhered particles. Use another device and lens if any damage or adhered particles are detected. Use forceps with rounded, non-serrated blades to grasp the lens by the leading haptic. When removing the lens from the company device, do not grasp the optical area with forceps. The "metal handpiece" and the viscoelastic used in the second delivery attempt are unknown. Follow up attempt was made for additional information. The response indicated that according to the doctor, as the patient has no symptoms or complaints about the event, there will be no action to be taken at the moment. If symptoms or complaints occur later on, the medical approach will certainly be reviewed. If additional information or the sample becomes available, the file will be re-opened and updated. The manufacturer internal reference number is: (B)(4).